Event description:
Trial shell inserter and window trial would not connect. The liner trial would also not connect to the window trial.

Manufacturer narrative:
An event regarding universal impactor/positioner and a tritanium window trial not assembling was reported. The event was confirmed. Method & results: visual inspection confirmed the reported event as the threads of the trial were damaged with noted crossthreading. Although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. No medical records were provided for evaluation. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other similar events for the reported lot. Conclusions: although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. It is possible that intraoperative conditions made it difficult to assemble the devices.

Event description:
Trial shell inserter and window trial would not connect. The liner trial would also not connect to the window trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.